Event description:
"I implore you with all that is dear holy & sacred to me-ban & remove silicone breast/implants from the market for all time sake. Dow; never invented a safe product. From my own experience & I was extremely cautious, careful & took every measure for 20 yrs. For my breasts never to be pinched or manipulated; no rough housing; & for those years I was well, happy & lending a normal life. I was told they would last a life time, they were safe. Breast cancer could be detected & so on. However, I was not told how sick I would become if the implants were damaged in any way. What the damage: whatever name, injury; rupture, gel bleeding, would do to me; my health, & mostly when my implants were mutilated by a mammogram tech during mammography-this caused me my life. My once well, healthy & happy life ended in the mammogram room july 2, 1993. I have alot to say, because I am never ever forget ever the pain I endured; the agony I suffered in my breasts , & chest pain, which thereafter led to many complicated med conditions. Throw away the mold & I say-down with dow! I am not writing this & no matter who I told the real facts of the matter, for my own financial gain-I want other women to know what can happen & what did happen to me because of severe damage to my silicone breast implants. There is no amount of money to give me back my good hlth. I certainly dispute the med journals. I carried a deformity of both breasts. Left breast: hard as a boulder in my left breast and big as a water melon. I couldn't walk & the pain! I could not bear the pain. "Agony!" I don't want other women to go through what I went through. Once a jet setter; now a tormented soul. My engagement ended; I no longer could work. Just sick! What hurts me mostly after all is said & done; but doesn't surprise the hosp states the incident never occurred. They lie, lie, lie! I have photos of my chest, after that mammogram that tell a different story & so does my dr. Please alert all women & forever ban silicone breast implants. There was one particular dr I saw jan '95 who tried to help me the most. He kept pictures of me before & after in his file. My cardiolgoist said "a" terrible thing happened to me. I think it was my other cardiologits, who also said he never "saw" anything like my chest. Cardiologist told me-I was a complicated med case & referred me to an internist. The list of drs goes on & on and the incident on 7/2/93, took place in the mammogram room. I was there that fri 7/2/93 from approx 1:30 pm to 5:00 om. The hosp time in sheet can clearly give the names of the mammogram tech who were woking there that afternoon & the drs on duty. Also the alfternoon the name of the blonde female dr, stocky, in uniform, 5 ft 5" or 5 ft 6", about 155 lbs who told me after 4 hrs of picture taking your breast implants have just been ruptures & walked out of the room. At 5:00 pm I was told to leave. This same dr discharged me & left me to suffer the consequences."